Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09356. It was reported that the burr became stuck in the lesion and vessel perforation occurred. The target lesion was located in the severely calcified and tortuous left circumflex (lcx) artery. A 1.25mm rotalink¿ plus and a rotawire floppy were selected for use. During procedure, it was noted that the burr became stuck in the ostium of the circumflex artery and could not be removed. The physician used a wire and a balloon to successfully remove the burr; however, vessel perforation occurred and heparin administration was reversed to control the perforation. The procedure was not completed and the patient was then transferred to the intensive care unit. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotablator rotalink plus device with the rotawire for the related complaint. The advancer, handshake connections, coil, sheath, and burr were microscopically and visually examined. The advancer and burr catheter units were received detached. There was blood present in the sheath of the device and on the outside of the device. The handshake connection on the burr catheter was bent. The annulus of the burr was damaged, flared and not rounded. An attempt was made to remove the rotawire; however, due to the severe bent in the handshake connection, the wire was unable to be removed. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. There were no abnormal noises, leaks, and the device did not run; so it wasn¿t able to get any speed. The advancer was dismantled and the turbine was found to be corroded and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09356. It was reported that the burr became stuck in the lesion and vessel perforation occurred. The target lesion was located in the severely calcified and tortuous left circumflex (lcx) artery. A 1.25mm rotalink¿ plus and a rotawire floppy were selected for use. During procedure, it was noted that the burr became stuck in the ostium of the circumflex artery and could not be removed. The physician used a wire and a balloon to successfully remove the burr; however, vessel perforation occurred and heparin administration was reversed to control the perforation. The procedure was not completed and the patient was then transferred to the intensive care unit. No further patient complications were reported.